Manufacturer narrative:
The device was a penumbra system max 3 reperfusion catheter (3max), not a penumbra system ace reperfusion catheter (ace). Corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the device remains at the hospital. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device remains at the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system max 3 reperfusion catheter (3max). During the procedure, the tip of the 3max broke off during withdrawal.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace reperfusion catheter (ace). During the procedure, the tip of the ace broke off during withdrawal.